Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an unspecified procedure, the package ripped and sterility was compromised. While opening the pouch containing the imager ii device, the packaging ripped and did not open smoothly. The facility was concerned that the sterility was compromised and it was not used. The procedure was completed with another of the same device. As there was no contact with the pt, no pt complications were reported.